Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product device evaluated by MFR: returned product consisted of a taxus element/ion mr stent delivery system (sds). Blood and contrast were in the distal and mid shaft of the device which is consistent with the reported information that the device was used. It was determined that rows three through five on the distal end of the stent had struts that were stretched and flared. The distal tip of the catheter was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure difficulty crossing occurred. Access was gained through the femoral artery. The "moderately" stenosed lesion being treated was located in the moderately tortuous and severely calcified left anterior descending artery. The 2.75x12mm ion monorail drug eluting stent delivery system was advanced to the target lesion, but was unable to cross the lesion. The procedure was completed with another ion stent. There were no patient complications reported and the patient status is fine. Upon analysis of the returned device, stent damage was found.